Event description:
A nurse reported the system pressure in phaco mode falls below zero allowing for the capsule to fall forward. Multiple attempts have been made to obtain additional information, but none has been received.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined. (B)(4).